Event description:
Information received that head of bed will not raise or lower. No injury reported.

Manufacturer narrative:
Technician found that the head of bed will not raise or lower. Removed head up valve, cleaned and reinstalled to resolve this issue.